Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl. At the time of incidence. Customer's blood glucose level was 112 mg/dl. Customer treated with glucose for low blood glucose level. Customer reported that the insulin pump was over delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.